Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the rv defib and superior vena cava (svc) coils. Fluctuating impedances were seen on both coils. It was also noted that the left ventricular (lv) lead exhibited high impedance. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Impedance vectors using rv coil intermittently high starting (B)(6) 2015. Concomitant medical products: 407658 lead, implanted (B)(6) 2012; 419478 lead; 407652 lead, implanted (B)(6) 2007. (B)(4).